Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse replaced valves lv14 and lv15 due to the bath overflow. As a preventative measure, the fse replaced the hemoglobin lamp and preamp which became wet from the bath overflow.

Event description:
The customer reported a leak from the red blood cell (rbc) and white blood cell (wbc) baths of approximately ten (10) ml from the coulter ac.t diff analyzer onto the countertop. The leak occurred while running a startup cycle. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred.